Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:00pm. The patient manages her diabetes with an insulin pump. The patient stated that she skipped a dose of humalog insulin on (B)(6) 2015 between 7:00pm-10:00pm in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "thirsty and nauseous" approximately 2 hours after the alleged product issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, the meter did not turn on when the power button was pressed, there was no indication of product misuse, the meter did not turn on when a test strip was inserted, the issue could not be resolved with training and based on information provided, the battery did not need replaced. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "thirsty and nauseous" after the alleged product issue began. The symptom of "thirsty" does meet lifescan's criteria for a serious injury.